Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient's hearing development was poor. During implantation, only 5 channels could be inserted. Testing showed that electrode channels 2 and 3 had high impedances. The clinic decided to re-implant the patient due to there only being 3 electrode channels functional. During re-implantation, it was found that the electrode array had extruded out of the cochlea. The pt was re-implanted in 2007; however, co was not informed of the scheduled re-implantation.